Event description:
While setting up the equipment for a blood transfusion, nursing staff noted that the tubing with in-line filter had been assembled incorrectly. The tubing has one short piece of tubing and one longer section attached to each side of the filter. The filter housing has an arrow on top, indicating the direction of the flow of blood. Normally, blood flows into the filter via the short piece of tubing from the unit of blood, in the direction of the arrow, and out via the longer section of tubing to the pt. In this instance, the short section of tubing was attached at the distal end of the filter (out of the filter), and the longer section of tubing was attached at the proximal end of the filter (into the filter). This would cause the direction of blood flow to be from the pt to the unit of blood.